Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and high thresholds. It was also noted there were pauses on the atrial rhythm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.